Manufacturer narrative:
As all three devices involved in the incident are in specification, root cause cannot be linked to our products. The parts involved are the following: 1001.001 - doro® qr3 skull clamp - sn (B)(4) (manufacture date: 04/15/2016); 3002-00 - doro® swivel adaptor - sn (B)(4) (manufacture date: 04/01/2016); 3001-00 - doro® adjustable base unit - sn (B)(4) (manufacture date: 04/12/2016). From the information reported, our assumption is that the incident may due to the pin placement. Proper alignment between the dual- pin-rocker arm and the single pin torque screw should be equidistant from the center line of the head.

Event description:
Customer service was contacted on 07/29/2016. Customer stated: we were called to hospital, because during a neuro procedure, (cervical in prone), an incident happened. Attached you´ll find the doctor´s situation report, it´s in (B)(6), but what it says is the following: "it is stated by the doctor, that when they change the position of the patient to prone, the skull clamp ceded (yielded?), suspecting of the torque screw mechanism. This has resulted in injuries to the patient and the suspension of the surgical procedure." After examination, I couldn´t find any problem with it. The parts involved are the following: 1001.001 - sn (B)(4); 3002-00 - sn (B)(4); 3001-00 - sn (B)(4). We asked the customer for further information to the incident. On (B)(6) 2016 we got the information that it was a slippage with a laceration to the patients head.